Event description:
I had the lap band which resulted in my having gastritis, a throat ulcer, acid reflux, scar tissue and hiatal hernia. I got to the lap band august 2004 my starting weight was 248 and had it removed in (B)(6) 2013 at that time my weight was 262. I was told I didn't fail the lap band it failed me. Having it removed and be revised to the gastric sleeve was one of the best decisions of my life.